Manufacturer narrative:
E1: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
During a laparoscopic cholecystectomy, the tip of the hook electrode broke. No harm reported.